Event description:
Customer reported being taken to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 840 mg/dl. There was no injury related to the incident, and the ketone level, although present, was not considered life-threatening. Customer received IV fluids and insulin treatment, which resolved the issue. No information was available regarding permanent damage or the exact release date from the hospital; however, there was an indication that the customer was to be discharged to a rehabilitation facility, pending insurance arrangements.